Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the aic damage ¿ broken optical connector cover was unable to determine. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the grey door on the automated impella controller (aic) was broken. No patient was involved.